Manufacturer narrative:
The investigation for the vascular damage has been completed. Groin bleeding around repo sheath site was noted. Manual pressure was held and when lifted, the bleed was instantly. Bleeding did not improve with angle matching and following best practices. 8.0 covered stent was placed and bleeding was stopped. The root cause of vascular damage peripheral vessel could not be determined since the product was not returned and insufficient clinical details were provided.

Event description:
The user facility reported that a groin bleed developed during impella cp support for a patient. Manual pressure was initially held, but once lifted, the bleed returned instantly. Best practices were used to troubleshoot the condition but the bleed persisted. The decision was ultimately made to explant the pump. Following removal, the perclose failed prompting application of manual pressure and a femostop. Upon additional analysis, the bleed was found in the left femoral circumflex artery, for which a stent was placed and three units of blood were given. The patients outcome is stable.